Event description:
The patient reported diaphragmatic stimulation about one month after this lead was implanted. Lead dislodgement and apparent microperforation were observed. Lead was explanted and replaced. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.